Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that the metal tip of the unit fell off during a case. It was further reported that there were no adverse consequences.